Event description:
It was reported that the lead would not pass through the twist lock anchor and a different product was used. It was noted that they attempted to pass a ¿styler¿ through the anchor but it seemed to be blocked. It was reported that the issue was resolved and that no cause of the issue was determined. It was further noted that the patient was alive with no injury and there were no patient symptoms or complications. It was later reported that it could only be confirmed that the anchor was replaced and not the lead. It was also noted that the lead was later removed as the patient was not happy with the trial.

Manufacturer narrative:
Product ID: 3877-45, lot# 0206830995, implanted: (B)(6) 2013, product type: lead. (B)(4).